Event description:
It was reported that the ultrasound bronchofibervideoscope that the surface of the probe is floating. The issue was found during service/maintenance of the device. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.